Event description:
It was reported that during patient use, the automatic cuff pressure monitor's high alarm went off. When the cuff pressure monitor was removed, a leak was detected, so the endotracheal tube was replaced. Upon inspecting the tube, it seemed that the leak was due to the upper part of the cuff (the part attached to the tube) coming off. No adverse effects were reported.

Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during device analysis. The customer reported complaint of leakage could be confirmed, a channel was observed between the base of the cuff and the main tube. The probable root cause is due to a welding error during manufacturing.